Event description:
Reporter indicated that vns pt was experiencing continued speech impediments, severe depression, delusional thoughts, severe memory problems, thoughts of wanting to kill their family members and hysterical crying. Treating neurologist discontinued topamax from the pt's drug regimen and reduced vns therapy system off time from 5 minutes to 3 minutes. Treating neurologist reportedly believes that the pt's speech problems were related to the topamax. The pt was started on depakote while in ER and lexapro (for depression). Further follow-up revealed that additional adjustments to device settings and medication regimen were made, but that the pt's condition remains the same. Programmed normal mode output current was increased from 1.5ma to 1.75ma, programmed magnet mode output current was increased from 1.75ma to 2.0ma and depakote dosage was increased. The pt was also started on tranxene and was admitted to hosp for monitoring. Reporter stated that pt's depakote was increased. Initial reporter indicated that pt has been diagnosed with pseudo seizures. It was reported that treating physician left vns "on" because the physician is not ruling out true epilepsy.